Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 134 mg/dl, 152 mg/dl, 184 mg/dl, 148 mg/dl, 154 mg/dl, 151 mg/dl, and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it is unknown which readings were obtained on which test strip lot. Customer reported a second test strip lot but was unsure of the lot number.